Event description:
Operator claims that a wheel hub broke on their wheelchair causing the rim to collapse. Operator fell to ground and claims of possible injury to their arm and leg. Medical attention was not sought.